Manufacturer narrative:
One used tracheostomy tube was returned for product eval. The cuff was inflated with no leakage noted. Visual examination showed that the silicone sleeve of the obturator was pulled or pushed over the plastic tip of the obturator. The force applied to the obturator had caused the obturatory to be unable to be passed through the shaft of the tracheostomy tube. When compared with obturator of the same size, the returned obturator was verified to be the correct size. A similar product was selected from inventory. Testing of this product could replicate the condition of the returned product only when the tube was excessively squeezed at the wire reinforced area during introduction of the obturator. Product testing and eval of the returned sample determined the most likely cause of the issue was damage induced during use.

Event description:
A report was received stating that the listed device was in use with a patient for one week when the patient's father attempted to perform a routine tracheostomy tube change. Difficulties were encountered while removing the obturator from the tracheostomy tube, even when the father applies extra force to the device. The scheduled tracheostomy tube replacement became emergent, and the respiratory therapist had to intervene . Once the obturator was removed, it was found to have become stripped of its white coating material. No permanent adverse effects were reported.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.